Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Visual examination of the device revealed that the internal bolster was found to be separated from the device and the bolster was not returned. Remnants of the bolster remain on the end of the tubing and the distal end presented no tearing. It appears that the internal bolster was securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because excess force was applied to the device during removal causing the bond between the tubing and bolster fail. Moreover, heavy residues were present on the device indicating use and handling. Since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during gastrostomy replacement procedure performed on an unknown date however this device was implanted 5 months ago. According to the complainant, during the procedure, the internal bolster detached inside the patient's stomach. Reportedly, the internal bolster is currently inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with the securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.